Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff stent graft and an endurant ii iliac stent graft were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported by the patient that the stent grafts may have been removed. The patient reported emergency surgery, however would not state what the surgery was for, the patient reported during the surgery that the patient ¿died¿ twice on the operating table. The patient who reported the event is alive. No additional clinical sequelae were reported. There is no further information available for this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.